Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation (dbs) was not able to properly treat, the physician came to perform botox injection, however, the physician said that they had no explanation as to why the therapy could not be performed if the power had to be turned off in order to use the electromyogram. It is unknown if the issue was resolved at the time of this report. It is unknown if there are any patient/external/environmental factors contributing to this event. No symptoms were reported.